Manufacturer narrative:
(B)(4). Batch # m91440. Investigation summary: the analysis results found that the b11lt device was returned with no damage in the external components. The device was visually inspected, no damaged was found on the sleeve or missing pieces were observed from the sealing components. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: please clarify: was the obturator damaged? Or was the sleeve, cannula damaged? It was from cannula tip.

Event description:
It was reported that the trocar outer had a scratch (01.mm) .